Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding errors related to the complaint in rtt loss. A functional test was performed and passed. The receiver was opened, and an internal visual was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.